Manufacturer narrative:
Submit date: 08/24/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a catheter. The customer reports: the silicone catheters are responsible for glans erosion wounds in the patient. Erosions on glans beside insertion point (not within urethra). All were blisters. Wound nurse notations say pressure ulcers. Charted: there were issues reported with catheters coming apart from the tubing with minimal traction. As a result our cauti rate increased.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A formal corrective and preventative action was opened for this reported issue. This complaint will be used for tracking and trending purposes.